Manufacturer narrative:
This medwatch submission is both an initial and supplemental filing. Investigation of the results can be seen below: investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.

Event description:
Agency name: when did it occur? : after use. Needle injury: no. Were the returned items used? : yes. If used, was anything adhered to it? : no. Return quantity: none. Details of the event (timeline, history, etc.): the needle was attached to an insulin pen, and after the cap was attached after use, the back needle was stuck in the rubber stopper of the insulin pen and broke.